Event description:
Info received from an affiliate indicated that a stent dislodged while trying to deliver it to the lesion. The target lesion was the mid left anterior descending artery. The lesion was described as a restenosis of a balloon angioplasty, highly calcified and highly tortuous. The lesion was pre-dilated with a 2.0mm balloon (inflation time and pressure is unk). A 3.5mm x 8mm cypher stent was being delivered to the lesion but it would not cross the proximal portion of the lesion due to the calcified and flexed vessel. When the physician was trying to deliver the stent, the stent strut became caught on the vessel and he found the stent to be dislodged on the guide wire proximal to the lesion. The stent delivery system was retrieved and the dislodged cypher was safely removed using an additional guide wire. The procedure was safely completed using a new cypher of the same size. There was no report of pt injury and the product will not be returned due to the pt's infectious disease. The physician did not indicate any anomalies prior to use. Physician's comment: stent flare was suspected while trying to deliver the cypher and the flared edge might be caught on the vessel.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Stent dislodgement and strut uplift are no potential adverse events associated with implanting coronary artery stents. Review of the info provided suggests that vessel/lesion characteristics (calcified and tortuous) and/or procedural factors (advancing a stent delivery system with suspected strut uplift) may have contributed to the reported event.